Event description:
Pt went into the hospital feeling symptomatic and the device was found in standby mode. Re-initialization was successfully performed and normal values were found upon the following interrogations. The device remains implanted.

Manufacturer narrative:
January 06, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Pt was out of breath. (B)(4). Device found in standby mode. Method: since the device remains implanted, the programmer files were reviewed. Results: the files showed a ram alteration for the mode change. The data alteration also involved the stored battery impedance measurement in ram. The root cause of these changes could not be identified with certainty, but the post probable cause would be a transient software error due to transfer of energy from a charged particle. This is a known, but rare phenomenon. Conclusions: the device was re-initialized successfully and there are no pt consequences. Therefore, it can remain implanted. Conclusion: while implanted, the device was found in standby mode, which resulted from ram alteration. The data alteration also involved the battery impedance measurement. The battery impedance itself did not change; the stored measurement in ram was all the changed. The root cause of changes in ram could not be identified with certainty, but the most probable hypothesis would be transient software error ("single event upset" or "bit-flip") due to transfer of energy from a charged particle. This is a known, rare, and non-destructive phenomenon in microelectronic circuits.